Event description:
It was reported that the customer was in the hospital because they had fallen down. Customer's blood glucose level was 426 mg/dl. Customer stated that the doctor had their insulin pump removed. Pump's settings were erased. Customer was able to confirm that her bolus wizard is correct. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.